Manufacturer narrative:
Reported event: an event regarding user error involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: not performed as medical records were not provided. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as returned device, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time.

Event description:
During the revision procedure, an insert was damaged during impaction. A back up device was retrieved from another hospital and an approximate 20 minute delay occurred.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. The surgeon and hospital will not provide any further information or documentation. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
During the revision procedure, an insert was damaged during impaction. A back up device was retrieved from another hospital and an approximate 20 minute delay occurred.